Event description:
It was reported that, on literature review "survivorship comparisons of ultra congruent, cruciate-retaining and posterior-stabilized tibial inserts using a single knee system design: results from the australian orthopedic association national joint replacement registry" corresponding to data collected from 1999 to 2019, a total of 67523 patients underwent a primary tka surgery where genesis ii systems were implanted, 21635 had a cruciate-retaining insert, 33454 had a posterior stabilized insert and 12434 had a ultra-congruent insert. After the primary tka surgery, 290 patients who had cruciate-retaining insert, 449 patients who had posterior stabilized insert and 147 patients who had ultra-congruent insert, underwent a revision surgery due to loosening of an unspecified component. Current health status of the patients is unknown. Further information was not available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: https://doi.org/10.1016/j.arth.2021.11.001.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported in a literature review, of a 20 year study, after the primary tka surgery, 290 patients who had cruciate-retaining insert, 449 patients who had posterior stabilized insert and 147 patients who had ultra-congruent insert, underwent a revision surgery due to loosening of an unspecified component. Further information was not available. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patients current conditions are unknown and the patients impact beyond the reported events could not be determined based on the limited information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.